Manufacturer narrative:
(B)(4). The customer reported that intermittently the pads ECG waveforms would disappear with no error message or indication. There was no report of patient involvement.

Event description:
The customer reported that intermittently the pads ECG waveforms would disappear with no error message or indication. There was no report of patient involvement.